Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and corrected data.

Event description:
The customer further clarified the patient died in the ICU and not during the procedure. The procedure was a flexible bronchoscopy with laser/bronchial lavage and kenalog application. The customer stated the patient did die from the endoscope fire. As "they" were lasering the obstructive tumor, the laser caused the scope fire. The customer cannot confirm or deny if the missing end piece was in the patient. The customer also stated, "I don't believe the scope caused the death; the laser caused the fire." The intended procedure was not completed. The laser was removed from service. The customer reported it was a co2 laser and therefore, it is not an olympus device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h1. "Serious injury" was inadvertently selected on the previous submission. This has been corrected to "death."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, the issue likely occurred by either a failure of the laser or an error of the laser emission by the user. However, the subject device itself was less likely to cause the reported event. Since information regarding the laser could not be obtained, the root cause could not be determined. This supplemental report includes a correction to g2 and h1 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during a flexible bronchoscopy with laser/bronchial lavage/kenalog application, the scope tip was burnt when lasering an obstructive tumor. The customer further reported the patient died 'of the scope fire' in the ICU, not during the procedure. It is unknown what the customer means when stating it is unknown if 'a missing end was in the patient.' A request for additional information is in progress to assist in determining the involvement of the subject device and the patient death.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There was a biopsy leak, the plastic distal end cover was burnt, the bending section cover was cut, and moisture was present, the bending section cover glue was cracked, the light guide (lg) and objective lenses were both burnt, and there was breakage in the lg bundle with no light transmission. Additionally, the image was black due to the burnt objective lens, there was a biopsy leak, the bending section continuity test failed, the insertion tube was squashed near the 3rd and 4th ring, and the lg tube was bucked. All of the findings required repair. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.